Manufacturer narrative:
The bwi product analysis lab received both pictures of the complaint device as well as the physical device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a supraventricular tachycardia (svt) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter. There was damage to the device. It was reported by physician that there was a small damage in the distal wrapping layer of the device, which was not used for safety reasons; interior package damaged. The patient was withdrawn from operation due to inability to induce supraventricular tachycardia during electrophysiological examination. No patient was reported injured. The device was not used on the patient. The patient was under local anesthesia for about an hour. A transseptal puncture was not performed prior to the case cancellation. In the physician¿s opinion, the cancelation of the procedure did not contribute to a death or a serious injury to the patient. The patient did not require extended hospitalization due to a medical condition caused by procedure cancellation. Absence of treatment will not be coded as procedure was withdrawn due to inability to induce svt. This will be conservatively reported under open pouch seal and internal components exposed as they report interior package damaged and damage to distal device. Follow up has been requested, should additional information become available this complaint will be reassessed. Open pouch seal is MDR-reportable. Internal components exposed is MDR-reportable.

Manufacturer narrative:
On (B)(6)2022, the product investigation was completed. It was reported that an unknown patient underwent a supraventricular tachycardia (svt) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter. There was damage to the device. Device evaluation details: visual analysis revealed a bent-on tip just below the anchor hole causing damage on it and leaving internal components exposed; however, this issue could be related to the handling, but it cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 30789282m number, and no internal actions related to the complaint were found during the review. The root cause of the damage with internal components exposed reported by the customer could be related to the packaging of the catheter but, since the original package was not returned, no other analysis could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
On 16-dec-2022, the photo analysis was completed. According to the pictures provided by the customer, a hole was observed at the tip transition, this hole could be the anchor window which could be related to the reported damage; however, this cannot be conclusively determined at this time. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6).